Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]); "use of unapproved viscoelastic" (use of device issue). A nurse reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt had a history of thyroid problems and floaters (pre-existing). Medical records were requested and received. According to the medical records, the pt's intraocular pressure was elevated at 31 mmhg on the first postoperative day. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. The surgeon indicated the use of an unapproved viscoelastic. Additional info was requested on 04/15/2010, 04/19/2010, and 04/29/2010 by phone, fax, and mail. A completed questionaire was received on 04/27/2010. Medical records were received on 04/15/2010. (B)(4).